Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a moderately tortuous and severely calcified shunt. A 4.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during second inflation at 10 atmospheres for 5 seconds, the balloon ruptured. The device was removed without any problems and the procedure was completed with another of the same device. There were no patient complications nor injuries reported.